Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, the right ventricular lead exhibited high pacing impedance. It was noted that the auto cap was turned off and polarity was switched to unipolar mode. No intervention was performed at this time. No patient consequences were noted.

Manufacturer narrative:
Further information was requested but not received.